Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to the proximal lad. Approximately 4.5 months post index procedure, the patient was re-hospitalized. Stent thrombosis of target vessel was confirmed by acute coronary syndrome/angiographic confirmation of stent thrombosis or occlusion. The patient also suffered an mi. The reported mi was related to the target vessel. The investigator indicated that the reported events were possibly related to the study device.

Event description:
Additional information received from the clinical events committee (cec) adjudicated that the previously reported stent thrombosis event was definitely related to the study device. The patient was not on dapt at the time of the event.

Manufacturer narrative:
(B)(4). Evaluation results: (stent thrombosis/myocardial infarction).

Manufacturer narrative:
.